Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the distal bile duct during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, they could not position the cutting wire according to the desired incision axis as the anatomy was tortuous and the scope was in a torqued position. They positioned the endoscope and the device accordingly, and then they started the incision. When the current was applied to the device, the cutting wire broke. The procedure was completed with different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the distal bile duct during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, they could not position the cutting wire according to the desired incision axis as the anatomy was tortuous and the scope was in a torqued position. They positioned the endoscope and the device accordingly, and then they started the incision. When the current was applied to the device, the cutting wire broke. The procedure was completed with different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.